Event description:
It was reported that the cable fillament on the pk dissecting forceps instrument was broken. It was also reported that nothing fell in the patient and that the case was successfully completed with no harm to the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a damaged conductor wire at the yaw pulley hub. Engineering also observed the distal end of the main tube to exhibit deep scratches with light material removal 90 degrees from the side with conductor wire damaged. Scratches are not aligned with the tube axis. Based on the location and appearance, the main tube and conductor wire damage were likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.